Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prn adapter cap fell off during use. The following information was provided by the initial reporter: the membrane of the retained needle heparin cap was found to have fallen off during the infusion of the patient, and a new heparin cap was immediately replaced with intact membrane for normal use.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing. A pull test was conducted and the result is pass; the root cause cannot be confirmed, the plant continues to track this issue. A device history review was conducted for lot number 8257383. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that prn adapter cap fell off during use. The following information was provided by the initial reporter: the membrane of the retained needle heparin cap was found to have fallen off during the infusion of the patient, and a new heparin cap was immediately replaced with intact membrane for normal use.